Event description:
Additional information received from the manufacturer's representative reported she had no further information and nothing further was scheduled at this time with the patient.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was scheduled for implant revision on (B)(6) and the rep. Needed to confirm compatibility with lead and extensions. The rep. Didn't know the reason for replacement or what was being replaced.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 377760, lot# j0546517v, implanted: (B)(6) 2005, product type: lead. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 3887-33, lot# j0214226v, implanted: (B)(6) 2002, product type: lead. Product ID 3887-33, lot# j0214226v, implanted: (B)(6) 2002, product type: lead. Product ID 7498-10, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7425, serial# (B)(4), implanted: (B)(6) 1999, product type: implantable neurostimulator. Product ID 3887-33, lot# l61953, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
The patient reported that they went to the doctor two months ago and the manufacturer representative (rep) checked their implantable neurostimulator (ins) and told them that the top leads were no longer working for the neck area. The patient was told that the entire system had to be replaced. Additional information as received from the manufacturer representative (rep) indicating that they had seen the patient on (B)(6) 2015 at their physician's office. The rep did not recall any lead impedances or measurements. It was believed the leads were cervical lead placement. There were no further notes from that visit. The rep indicated that the patient had lead in cervical and thoracic areas. The patient was feeling stimulation in legs but not in "int cervical area". There were "wacky impedances" on electrodes 8-15. Impedances at 0.7v: reference electrode 0, over 10,000. 1/9, 1/11, 1/12, 1/14 over 10,000 8/9, 8/11, 8/12, 8/14 over 10,000. Impedances were ran at a higher voltage, 3v was too uncomfortable for the patient so they were ran at 1.5v with reference electrode 8 impedances: 8/0 over 20,000, 8/1 755, 8/2 737, 8/3 831, 8/4 737, 8/5 760, 8/6 773, 8/7 798, 8/9 over 20,000, 8/10 546, 8/11 over 20,000, 8/12 over 20, 000, 8/13 634, 8/14 over 20, 000, 8/15 607. Ref electrode 9 - electrodes 8-15 were all over 20,000. Ref electrode 10 - electrodes 9, 11, 12, 14 all over 20,000. Ref electrode 11 - electrodes 8-15 all over 20,000. Ref electrode 12 - electrodes 8-15 all over 20,000. Ref electrode 13 - electrodes 9, 11, 12, 14 all over 20,000. Ref electrode 14- electrodes 8-15 all over 20 ,000. Ref electrode 15 - electrodes 9, 11, 12, 14 all over 20,000. The implant was on and there were not any traumas or falls reported that could be related to this issue. Technical services reviewed an open circuit, programing about the opens, palpating the area to try and identify where open was located, and imaging. The patient thought they would try and reprogram around the open but the doctor and the patient were already talking about a system revision. The patient had difficulty and inability to charge. The patient was unable to charge past 25%. The patient forgot their programmer to appointment. The patient was charging the device with a space recharger. The implantable neurostimulator (ins) was blinking in the 25%-50% quartile. The rep was able to get six coupling bars. The rep wanted to review the configurations and possible revision scenarios. The rep mentioned that the doctor planned to keep the two quads in and replace the octad which noted were the possible fracture was located. Other relevant medical history includes cervical radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.